Event description:
It was reported that the patient experienced pericardial effusion. During a concomitant case, a farawave was selected for use. The patient with de novo persistent atrial fibrillation underwent a pulsed field ablation (pfa) procedure with the intention of subsequent left atrial appendage occlusion (laao) using a watchman device. Moderate pericardial effusion was noted at baseline via intracardiac echocardiography (ice). Pulmonary veins and posterior wall were successfully isolated using the farawave catheter under ice and fluoroscopic guidance. Following completion of the pfa, the faradrive sheath and farawave catheter were removed, and the watchman trusteer sheath was inserted. Upon switching imaging modalities from ice to transesophageal echocardiography (tee) for the laao procedure, a significant increase in pericardial effusion was observed. The patient became hypotensive and required vasopressor support. Emergent pericardiocentesis was performed, yielding approximately 2 liters of blood. Despite intervention, bleeding persisted. The patient received 80 mg of protamine and 1 liter of blood transfusion. Due to ongoing accumulation, the patient was transferred to the operating room for sternotomy, where the source of bleeding was addressed and the laa was surgically clipped. The patient was admitted to the hospital following surgery to recover from this event. The device is not expected to be returned since it was disposed. The use of the farawave catheter to treat persistent atrial fibrillation and posterior wall ablation constituted off-label use of the catheter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.